Event description:
It was reported that during an unknown procedure, the device could not fire. The surgeon changed another one to complete the procedure. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete firing cycle. The analysis results found that one was received in good visual condition. The breakaway washer was present and uncut; the device was received fully loaded with staples which were protruding, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.